Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the device locked on tissue then was removed by pulling it from tissue. There was minimal tissue damage and clips were able to be placed around the tear. Another device was used to complete the procedure. No adverse consequences reported.

Event description:
It was reported that a physician trained in the use of the perclose proglide device attempted arteriotomy closure of the common femoral artery after an interventional procedure. Reportedly, a cuff miss occurred and the suture could not be retrieved. Another proglide device was used to achieve hemostasis. There was no adverse pt sequela. No additional info was provided.

Manufacturer narrative:
(B)(4). The device was received. Investigation is not complete.

Manufacturer narrative:
(B)(4). Investigation of the returned device found that the condition substantiated the reported experience. Inspection of the device indicated that the rim of the posterior cuff was severely bent and the posterior needle was damaged. This is consistent with the posterior needle striking the rim of the cuff instead of engaging with the cuff during needle deployment as designed. During testing, the plunger was reinserted to test the needle trajectory and push mandrel travel and the results were acceptable. Based on the investigation findings, the probable root cause for the posterior needle striking the rim of the cuff, resulting in the posterior cuff miss, is needle deflection during plunger deployment due to interaction with human tissue or a failure to maintain a stable position of the device with respect to the tissue tract. Challenging anatomy such as scarred, tortuous, or calcified arteries could deflect the needle during deployment. The needle trajectory of every device is checked twice during manufacturing. No manufacturing or quality issues were detected. Review of the device history record for this lot did not produce any findings relevant to this report.